Manufacturer narrative:
Product event summary: analysis confirmed the reported interrogation issue; the rf (radio frequency) head failed uplink functional test; the rf head cable found out of electrical specification.

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the wand works intermittently. The programmer and wand were returned for repair. There was no patient involvement indicated.